Event description:
It was reported insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.